Manufacturer narrative:
A partial lead with the connector portion measuring 5.5 cm/5.9 cm (outer insulation/outer coil) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-12312, related manufacturer reference number: 2017865-2020-12314. It was reported that the patient has deceased. There was no known allegation from a health care professional that suggests the death was related to the dual chamber pacing system. The cause of death was unknown. The system was explanted.